Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer's blood glucose level was 270 mg/dl. Customer took off the pump to do a test at the hospital. When the customer picked the pump back up, it had a motor error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or verify any error alarms in the alarm history due to the motor error alarm. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.